Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass, after the anastomosis, while doing a continuous stitch on descending aorta, the suture broke at the strand (above the knot) and caused massive bleeding. The surgical time was extended by 30 minutes or more due to the problem. They immediately dressed the wound. They used same device from the same lot to complete the case.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of fifty eight representative samples of devices. Visual inspection and functional tes ting confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.